Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker patient presented to the emergency room complaining of being light headed. A consult revealed that the right ventricular (rv) lead pace impedance measurement had increased 600 ohms over the past year, to greater than 2000 ohms. Pace impedance was at about 700 ohms at implant. There were no stored episodes and the presenting electrogram showed the device operating as programmed. The lead impedance will be monitored and consideration will be taken to replace the lead, at the time of the pacemaker changeout, once the battery has reached end of life (eol). No adverse patient effects were reported.